Manufacturer narrative:
Device was used for treatment, not diagnosis. Patients ID case number is (B)(6). (B)(4). Date of original implant: n/a date returned to manufacturer. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. DHR not attempted/completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery on (B)(6) 2015, while treating a subtrochanteric fracture, the locking mechanism of trochanteric fixation nail advance would not advance. When removing the insertion handle to complete the surgery, the cannulated connecting screw would not disengage from the nail. The surgeon made multiple attempts to remove the screw using a t-handle ball hex screwdriver. During this process the ball broke off and was retrieved. The handle was unable to be removed from the nail. The surgeon proceeded to remove all implantable devices (helical blade was damaged in removal) and a second set was used to complete the surgery. There was a surgical delay of approximately 20 minutes. The surgery was successfully completed with no harm to the patient. This report is 5 of 5 for (B)(4).

Manufacturer narrative:
Device history record review: date of manufacture: september 2, 2015 - expiration date: july 31, 2025 a review of the device history record revealed no complaint related anomalies. The device history record shows lot 9884383 was processed through the normal manufacturing and inspection operations with no scrap or rework noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record(s) determined the raw material lot 7976326 met all specifications as well. All of the implantable devices were inserted, but then removed during the procedure on (B)(6) 2015 due to the reported issue. Therefore, the devices are not considered to have been implanted or explanted. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A product development investigation summary was performed - the helical blade contains helical wear marks on the outside below the flutes where the anodization has been scratched away. Removing the helical blade resulted in a helical scratch on the sides as the blade scraped against the interior of the nail during removal. Besides this cosmetic defect, there does not appear to be any loss of functionality. The surgeon removed the blade after being unable to disconnect the nail from the insertion handle, as this was the only way to remove the nail insertion assembly from the patient. After many attempts to loosen the connecting screw with a screwdriver and wrench in the test lab, the returned nail assembly eventually detached from the insertion handle. The force required to do so would have made removal during surgery extremely difficult. The investigation revealed the locking mechanism in the nail was seated too high into the nail, causing it to bind to the connecting screw. The matter was further investigated and resulted in a recall of nail lots that had been inadequately inspected for lock prong placement. The DHR for lot: 9954217 shows the lock prong placement for this nail was inspected and found to be adequate. At some point prior to inserting the connecting screw, the locking mechanism moved too high within the nail and caused the connecting screw to bind to it. Without further information, the precise cause of the high lock prong placement cannot be determined. Based on the investigation, the incorrect placement of the locking mechanism in the nail caused the connecting screw to bind in a way that made it impossible to remove during the case. This necessitated the removal of the head element in order to extract the assembly. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.